Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A relationship between the device and the event reported was established. A visual inspection found defects to the outer case, the functional evaluation found that the device failed to generate negative pressure, the vacuum pump has been identified as defective. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events have been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the device was found unable to generate and control negative pressure due to a motor leak. No patient involved.